Event description:
The patient referenced in this complaint file is enrolled in a (B)(6) 5 year follow up as part of the renewal reimbursement for the gore® excluder® aaa endoprosthesis featuring c3® delivery, in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 66 mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2013, the patient underwent re-intervention and coil embolization was successfully performed and resolved the endoleak. The patient tolerated the procedure

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.